Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent treatment for pre-existing rupture of the descending thoracic aorta aneurysm measuring 77mm in diameter and was implanted with gore tag thoracic endoprosthesis in zone 3 of the proximal descending thoracic aorta. The patient tolerated the procedure and was discharged on (B)(6) 2014. On (B)(6) 2015, it was reported that the patient had a proximal type I endoleak, the method of detection is unknown. On (B)(6) 2015, the patient underwent re-intervention and was implanted with an additional gore tag thoracic endoprosthesis. The patient tolerated the procedure it is unknown if the endoleak was resolved. Additional information has been requested and will be provided in the final report.

Manufacturer narrative:
Patient medications include but are not limited to: captopril 25mg bid, hctz 25mg mid, aas 100mg mid, clopidogrel 75mg mid, pantopraol 20mg mid, fluoetina 20mg mid, amitriptilina 25mg mid. As reported to gore, and as confirmed by the imaging analysis, the patient¿s extensive history of endovascular and open surgical repair of the ascending and descending thoracic aorta with non-gore devices, sizing outside of the sizing guidelines per IFU and the patient's inappropriate anatomy pursuant to the IFU; coupled with the pre-existing rupture of the aneurysm, most likely contributed to the lack of apposition to the aortic wall which resulted in a proximal type I endoleak. As documented in the product instructions for use (IFU): the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including: isolated lesions in patients who have appropriate anatomy, including: aortic inner diameter in the range of 16-42 mm, greater or equal to 20 mm non-aneurysmal aorta proximal and distal to the lesion. Additionally, the IFU warns: strict adherence to the gore® tag® thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore® tag® thoracic endoprosthesis is designed to be oversized from 6 to 33% which has been incorporated into the IFU sizing guide. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding or compression. Do not treat patients with the gore® tag® device if their anatomical measurements do not fall within the IFU sizing guide requirements. Additionally the IFU warns: the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, and reoperation.

Event description:
The procedure performed on (B)(6) 2015 was reported to have not resolved the proximal type I endoleak.